Event description:
The pump over pressured a few mintues into the case and the pt's shoulder extravasated. Case was cancelled and re-scheduled. Further info rec'd from the medical facility (via incident report) indicated "pump was not sensing pressure and continued to pump." Surgery was cancelled and no pt injury was reported.